Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis. External visual inspection of the returned platform shows that the short black cover was split. Internal visual inspection of the platform found fluid ingress in the power distribution board and the motor controller board area which caused the temperature sensor to be contaminated. The physical damage of the short black cover found during visual inspection is not related to the reported complaint of the platform displaying a ua41 (patient temperature sensor failure) message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 3/2012). A review of the autopulse archive was performed and the data shows that no sessions occurred on the reported event date of (B)(6) 2014. The archive however, does show that ua41 faults occurred on (B)(6) 2014. Functional testing was performed and the reported complaint could not be reproduced. The platform passed testing. The fan operates as intended and the vents were clear. Based on the investigation, the parts identified for replacement were the short black cover and the temperature sensor. In summary, the reported complaint of the platform displaying a ua41 fault was confirmed during visual inspection and archive review. The fault was found to be due to fluid ingress which caused the temperature sensor to be contaminated. The physical damage observed during visual inspection is unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. There was no report of any patient involvement. No further details were provided.